Event description:
It was reported that the threshold on the right ventricular (rv) lead was high and there was intermittent pacing even at the highest output. The lead remains in use and the physician will continue to monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2010 (B)(6); addr01 implantable pulse generator 2010 (B)(6). (B)(4).